Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/ pelvic pain') in an adult female patient who had essure (batch no. 977934) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included uterine fibroids and uterine bleeding. Concomitant products included medroxyprogesterone acetate (depo provera), nsaids and paracetamol (acetaminophen). On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), depression ("psych injury,depression"), dyspareunia ("dyspareunia"), anxiety ("psych injury,mental anguish"), vaginal discharge ("vaginal discharge") and vaginal haemorrhage ("abnormal bleeding (vaginal )"). On an unknown date, the patient experienced genital haemorrhage ("general abnormal bleeding"), abdominal pain ("abdominal pain"), bladder disorder ("urinary problems"), urinary tract disorder ("urinary problems"), cystitis ("bladder infection"), vaginal infection ("vaginal infection") and urinary tract infection ("uti"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, dysmenorrhoea, menorrhagia, bladder disorder and urinary tract disorder had resolved, the depression, anxiety, cystitis, vaginal infection and urinary tract infection outcome was unknown and the dyspareunia, vaginal discharge and vaginal haemorrhage was resolving. The reporter considered abdominal pain, anxiety, bladder disorder, cystitis, depression, dysmenorrhoea, dyspareunia, genital haemorrhage, menorrhagia, pelvic pain, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: discrepancy noted in insertion date (B)(6) 2012 received treatment for pain, bleeding, psych injury- yes discrepancy noted in removal date (B)(6) 2017 discrepancy noted in essure confirmation test the essure device was placed the (as written) left tube with two coils visible and then in the right tube with two coils visible. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure device was successfully occluded.. Pathology test - on (B)(6) 2017: a. Uterus, cervix and tubes: 1. Adenomyosis of myometrium. 2. Arteriovenous malformation of myometrium. 3. No leiomyomas identified. 4. Benign secretory endometrium. 5. Negative ectocervix and endocervix. 6. Negative bilateral fallopian tubes with spiral wire present within the left fallopian tube.. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical record; dysmenorrhea, vaginal discharge, painful intercourse lot number: 977934 manufacturing date: 2012/04 expiration date: 2015/04. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 21-may-2020: pfs received: outcome for previously reported events "abnormal bleeding (vaginal ), vaginal discharge and dyspareunia" were updated to "recovering / resolving" we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/ pelvic pain') and genital haemorrhage ('general abnormal bleeding') in an adult female patient who had essure (batch no. 977934) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included uterine fibroids and uterine bleeding. Concomitant products included medroxyprogesterone acetate (depo provera), nsaids and paracetamol (acetaminophen). On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), depression ("psych injury,depression"), dyspareunia ("dyspareunia"), anxiety ("psych injury,mental anguish"), vaginal discharge ("vaginal discharge") and vaginal haemorrhage ("abnormal bleeding (vaginal )"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), bladder disorder ("urinary problems"), urinary tract disorder ("urinary problems"), cystitis ("bladder infection"), vaginal infection ("vaginal infection") and urinary tract infection ("uti"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, dysmenorrhoea, menorrhagia, bladder disorder and urinary tract disorder had resolved and the depression, dyspareunia, anxiety, vaginal haemorrhage, cystitis, vaginal infection and urinary tract infection outcome was unknown. The reporter considered abdominal pain, anxiety, bladder disorder, cystitis, depression, dysmenorrhoea, dyspareunia, genital haemorrhage, menorrhagia, pelvic pain, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: discrepancy noted in insertion date- (B)(6) 2012. Received treatment for pain, bleeding, psych injury- yes. Discrepancy noted in removal date (B)(6) 2017. Discrepancy noted in essure confirmation test. The essure device was placed the (as written) left tube with two coils visible and then in the right tube with two coils visible. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure device was successfully occluded. Pathology test - on (B)(6) 2017: a. Uterus, cervix and tubes: adenomyosis of myometrium. Arteriovenous malformation of myometrium. No leiomyomas identified. Benign secretory endometrium. Negative ectocervix and endocervix. Negative bilateral fallopian tubes with spiral wire present within the left fallopian tube. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical record; dysmenorrhea, vaginal discharge, painful intercourse. Lot number: 977934; manufacturing date: 2012/04; expiration date: 2015/04. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-jan-2020: pif received: events: bladder infection, uti, vag. Infection were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/ pelvic pain') and genital haemorrhage ('general abnormal bleeding') in an adult female patient who had essure (batch no. 977934) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included uterine fibroids and uterine bleeding. Concomitant products included nsaids and paracetamol (acetaminophen). On (B)(6)2012, the patient had essure inserted. In (B)(6)2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), dyspareunia ("dyspareunia"), vaginal discharge ("vaginal discharge") and vaginal haemorrhage ("abnormal bleeding (vaginal )"). In (B)(6)2012, the patient experienced depression ("psych injury,depression") and anxiety ("psych injury,mental anguish"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), bladder disorder ("urinary problems") and urinary tract disorder ("urinary problems"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6)2017. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, dysmenorrhoea, menorrhagia, bladder disorder and urinary tract disorder had resolved and the depression, dyspareunia, anxiety and vaginal haemorrhage outcome was unknown. The reporter considered abdominal pain, anxiety, bladder disorder, depression, dysmenorrhoea, dyspareunia, genital haemorrhage, menorrhagia, pelvic pain, urinary tract disorder, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted in insertion date(B)(6)2012. Received treatment for pain, bleeding, psych injury- yes. Discrepancy noted in removal date (B)(6)2017. Discrepancy noted in essure confirmation test. The essure device was placed the (as written) left tube with two coils visible and then in the right tube with two coils visible . Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure device was successfully occluded.. Pathology test - on (B)(6)2017: a. Uterus, cervix and tubes: 1. Adenomyosis of myometrium. 2. Arteriovenous malformation of myometrium. 3. No leiomyomas identified. 4. Benign secretory endometrium. 5. Negative ectocervix and endocervix. 6. Negative bilateral fallopian tubes with spiral wire present within the left fallopian tube.. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical record; dysmenorrhea, vaginal discharge, painful intercourse lot number: 977934 manufacturing date: 2012/04 expiration date: 2015/04 . Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-oct-2019: quality-safety evaluation of product technical complaint. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/ pelvic pain') and genital haemorrhage ('general abnormal bleeding') in an adult female patient who had essure (batch no. 977934) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included uterine fibroids and uterine bleeding. Concomitant products included nsaids and paracetamol (acetaminophen). On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), dyspareunia ("dyspareunia"), vaginal discharge ("vaginal discharge") and vaginal haemorrhage ("abnormal bleeding (vaginal )"). In (B)(6) 2012, the patient experienced depression ("psych injury,depression") and anxiety ("psych injury,mental anguish"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), bladder disorder ("urinary problems") and urinary tract disorder ("urinary problems"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, dysmenorrhoea, menorrhagia, bladder disorder and urinary tract disorder had resolved and the depression, dyspareunia, anxiety and vaginal haemorrhage outcome was unknown. The reporter considered abdominal pain, anxiety, bladder disorder, depression, dysmenorrhoea, dyspareunia, genital haemorrhage, menorrhagia, pelvic pain, urinary tract disorder, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted in insertion date (B)(6) 2012. Received treatment for pain, bleeding, psych injury- yes. Discrepancy noted in removal date (B)(6) 2017. Discrepancy noted in essure confirmation test. The essure device was placed the (as written) left tube with two coils visible and then in the right tube with two coils visible. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure device was successfully occluded.. Pathology test - on (B)(6) 2017: a. Uterus, cervix and tubes: 1. Adenomyosis of myometrium. 2. Arteriovenous malformation of myometrium. 3. No leiomyomas identified. 4. Benign secretory endometrium. 5. Negative ectocervix and endocervix. 6. Negative bilateral fallopian tubes with spiral wire present within the left fallopian tube. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical record; dysmenorrhea, vaginal discharge, painful intercourse. Most recent follow-up information incorporated above includes: on 16-sep-2019: pfs received events "dyspareunia; psychological or psychiatric problems ¿ depression and mental anguish; vaginal discharge" were added. Concomitant drug, medical history and lab data were added. Reporter information was added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/ pelvic pain') and genital haemorrhage ('general abnormal bleeding') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), genital haemorrhage (seriousness criterion medically significant), psychological trauma ("psych injury"), bladder disorder ("bladder/urinary problems") and urinary tract disorder ("bladder/urinary problems"). The patient was treated with surgery (hyst. (Full),salping. (Bilateral)). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, abdominal pain, dysmenorrhoea, menorrhagia, genital haemorrhage, bladder disorder and urinary tract disorder had resolved and the psychological trauma outcome was unknown. The reporter considered abdominal pain, bladder disorder, dysmenorrhoea, genital haemorrhage, menorrhagia, pelvic pain, psychological trauma and urinary tract disorder to be related to essure. The reporter commented: discrepancy noted in insertion date-(B)(6) 2012 received treatment for pain, bleeding, psych injury- yes. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure device was successfully occluded. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 4-sep-2019: new pfs received- new events added: abdominal pain, dysmenorrhea (cramping), menorrhagia (heavy menstrual bleeding), general abnormal bleeding, psych injury, bladder/urinary problems were added.outcome of events pain, bleeding, bladder/urinary from unknown to recovered/resolved were updated.product indication was updated. Reporters information was added. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.